Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A patient with an unknown demographic background was supported with an impella 5.5 for the indication of cardiomyopathy. The first impella 5.5 device (sn (B)(6)) was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 at 6:30 pm eastern (cet (B)(6) 2026 12:30 am) and explanted 15 minutes later due to pump stop. The patient survived to explant, and the device was replaced with a second impella 5.5 (sn (B)(6)), which was implanted at 6:45 pm eastern (cet (B)(6) 2026 12:45 am). The second device remained in use until (B)(6) 2026 at 7:30 pm eastern (cet (B)(6) 2026 1:30 am), at which time care was withdrawn and the patient subsequently expired. Based on the available information, the patient¿s death occurred following withdrawal of care and cannot be directly attributed to device malfunction. No evidence has been provided to suggest that either impella 5.5 device contributed to the fatal outcome. The impella 5.5will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to cause of death and is more likely due to the patient condition. No evidence has been provided to suggest that either impella 5.5 device contributed to the fatal outcome.

Manufacturer narrative:
Clinical rationale update: upon further review the death will be coded to pump 1 (MFR 1220648-2026-02256) and withdrawn from pump 2 (MFR 1220648-2026-02535). Clinical rationale: a patient with an unknown demographic background was supported with an impella 5.5 for the indication of cardiomyopathy. The first impella 5.5 device (sn (B)(6)) was surgically implanted via the right axillary/subclavian artery and explanted 15 minutes later due to pump stop. The device was replaced with 5.5 (sn (B)(6)), which was implanted at. The second device remained in use until at which time care was withdrawn and the patient subsequently expired. Based on the available information the death will be coded to the initial impella 5.5 but is unlikely a contributing factor to the patients death. Any additional information received will be filed with MFR 1220648-2026-02256.